Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was received and evaluated by the manufacturer. As a result of the disassembly investigation, it was confirmed that the blower motor was stuck and did not rotate. Given the results above, it has been determined that due to a malfunction of the blower motor the device detected a failure and generated the ventilator inoperative alarm. Therefore, the motor blower assembly was replaced, and the stirring fan foam and 43-micron filter were also replaced accordingly.